Event description:
It was reported that the iol hoya 250 (diopter: +21.50) was implanted on (B)(6) 2016. A day after ((B)(6) 2016) the patient developed myopic sight -4.00. After 2 months the surgeon removed the lens due to power miss and replaced it with li61ao lens (diopter:+18.50) on (B)(6) 2016. But a day after ((B)(6) 2016) the patient still had sight complaint and iol exchange was done on (B)(6) 2017. The second lens was replaced with li61ao (diopter: +20.00). The surgeon believed the hoya lens was mislabeled.